Event description:
Consumer reported that the patient had a tooth type of 2, the consumer also stated that the time of loss in relation to implantation was before prosthetic restoration, this was a same day spinner. The consumer also reported that primary stability was not achieved & that the failed implant did not osseointegrate, but they consumer reported that the replacement implant was successfully placed.

Manufacturer narrative:
Consumer reported that the patient had a tooth type of 2, the consumer also stated that the time of loss in relation to implantation was before prosthetic restoration, this was a same day spinner. The consumer also reported that primary stability was not achieved & that the failed implant did not osseointegrate, but they consumer reported that the replacement implant was successfully placed.